Event description:
(B)(4). Initial and f/u info received on 10-jul and 31-jul-09 respectively were processed together. This non-serious spontaneous case report from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who developed lumps around her mouth since the onset of poly-l-lactic acid (sculptra) therapy. She first received poly-l-lactic acid therapy on (B)(6) 2008, and has received a total of four treatments over four months. On (B)(6) 2009, the pt complained of recent development of lumps below her cheekbones. It is unk if any corrective treatment was given.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot# is available, an investigation has been performed on documentation of all potentially involved mfg batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.